Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision usage sheet that the patient's left hip was revised. A biolox 36 +2.5 c-taper head and sleeve were implanted.